Event description:
Additional information was received from the patient on 2017-05-09. The patient reported that he received a letter asking for him to respond to the questions about a previous contact with the manufacturer. The patient reported that the device never worked right. The patient reported that he was told he needed a revision. The patient reported that he called in the past to get a manufacturer¿s representative (rep) information. The patient reported that he was upset that he could not get a rep¿s phone number last time he called. The patient reported that he didn¿t know what happened or what was wrong with the device. The patient reported that it had never worked since it was implanted. The patient reported that he had no information on the issue. The patient reported that he didn¿t know if it was a physician implant issue or a device issue. The patient reported to stop the lip service. The patient reported that he would like to be left alone. The patient reported that he didn¿t want any more communication from the manufacturer. The patient reported that he would burn the device on the manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-06-06. The hcp reported that the patient response was therapeutic failure with abdominal stimulator and reprogramming was unsuccessful. The hcp reported that multiple reprogramming was tried and consideration for implantation of a percutaneous lead to improve coverage area. The hcp reported that the patient was referred for revision versus percutaneous lead placement. The hcp reported that the cause of the device not working right was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that the patient was trying to get in contact with a manufacturer representative (rep) because the patient was supposed to have a revision. The patient wanted to speak with the rep about the revision. The patient alluded to the device being useless. The patient said that he was just going to have the device removed.